Manufacturer narrative:
Endocare has implemented a 100% functional test inspection at incoming qc of the internal component responsible for the shaft frosting condition. Additionally, a 100% final functional inspection has been implemented to detect any shaft frosting on finished product prior to packaging.